Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not charging. Customers blood glucose level was not impacted. Reportedly, the customer replaced usb cable and the pump was successfully able to charge.